Manufacturer narrative:
The investigation for the embolism has been completed. Pump was not returned for investigation. Clinical details mention that the pump was primed outside the body for 15 minutes before insertion suggesting good insertion practice was followed. It is not possible to investigate the complaint without the product back. Therefore, the root cause of the embolism issue was not determined since product was not returned for investigation and limited clinical details were provided. F6/f8 should have been left blank in the initial report. H6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella 5.5 placement and upon starting case air bubble was noted coming in. There was a concern if there is way bubble came from the impella. The 5.5 was primed more than 15 minutes before placement and visual was noted that the purge was coming out prior. The patient is stable.